Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07231. It was reported the patient could no longer receive effective therapy due to lead migration. X-rays were taken and confirmed one of the leads had migrated. An impedance check revealed high impedances on the migrated lead. Reprogramming to provide resolution was unsuccessful. As a result, the patient will undergo surgical intervention. Both leads are being reported because it is unknown which lead it is.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report #: 1627487-2015-07231 follow-up revealed the patient's lead was explanted and replaced. During the procedure, the doctor also explanted the ipg due to the need of an MRI. Effective therapy was obtained after the surgery.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.